Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient¿s previous proximal tibia replacement (2020), continuing to dislocate poly out of prox tibia component. Revision surgery demonstrated prox tibia replacement component was rotated, causing poly insert to dislocate from post. Also when removed, evidence of metal charring in the implant noted, which can lead to metalosis of components/tissue. Was surgery delayed due to the reported event? No, action taken when event occurred? Replaced proximal tibia component, added segmental 25mm component, was procedure successfully completed? Yes, were fragments generated? Yes, if yes, were they removed easily without additional intervention? Unknown, other information: metal wear noted, patient status/ outcome / consequences? Yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Inflammation, dislocations, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, if yes, describe: rotation of component in segmental sleeve caused repeated poly insert dislocations and potential metal breakdown, is the patient part of a clinical study? Unknown, (B)(6). Device property of? None, device in possession of? None. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the required lot code was not provided.